Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a dissection occurred. While using a 2.25 x 16 synergy for treatment, a dissection occurred. No further patient complications were reported in relation to this event.